Event description:
It was reported to philips that the movements of the allura device were unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that it was malfunctioning in geometry, and it does not allow to move the table. Upon investigation fse found that systems malfunctioning in geometry, and it does not allow to move the table. Review of the system log files showed errors that point to a failure in the power supply of the r cabinet. A faulty power supply and geometry card are detected. Fse was replaced pdm and geo io box. After replacement of pdm and geo io box, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.